Event description:
On (B)(6), 2007, the pt was treated for an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. On (B)(6), 2009, a reintervention occurred. A gore excluder aaa endoprosthesis was placed to treat a proximal type - 1 endoleak. No further complications have been reported.

Manufacturer narrative:
Eval: method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications. Conclusions: as stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limited to, endoleak.